Event description:
It was reported that externalized conductors were observed via cine. No electrical anomalies known. Patient will be monitored.

Event description:
New information received notes that at a recent patient follow-up, high, out of range high voltage lead impedance was observed. The lead remains implanted at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.